Event description:
Reporter alleged discrepant back to back blood glucose results of 391, 178, & 107 mg/dl when all tests were performed 1-2 minutes apart on the aviva system. The location of the comparison was not provided. As a result of the comparison, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.